Event description:
3/6/97-n/g tube inserted 1430. Tube feeding started. 3/6/97-pt sob,r-32 at 2100. Ippb given, rr-24. 3/7/97 0500-70cc residual of tube feeding ngt clamped. 1000-chest tube inserted. Right pneumothorax on chest xray. Ngt not radio opaque. 3/8/97-1000-ugi gastrografin administered per ngt showed ngt passed through trachea and r bronchus with perforation through the lung and pleura.